Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency visit and hypoglycemia. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels decreased to 0.7 mmol/l (12.6 mg/dl). The needle mechanism reportedly fully deployed before the pod was able to be used. The pod was not worn. The patient visited the ER and was treated with a glucose bag, 3 glasses of juice and 4 slices of bread with jam and cheese.